Manufacturer narrative:
Block b3: approximated based on the information provided by the patient. Additional suspect medical device components involved in the event: brand name: n/a. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 5155072. Brand name: precision spectra. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 202893.

Event description:
It was reported that the patient experienced uncomfortable sensation from the parietal lead and lead extension of the spinal cord stimulator (scs), therefore the device was not being used for stimulation. It was also stated that the patient lost weight and the implantable pulse generator (ipg) tilted in an angle in the pocket. The patient underwent a procedure in which the lead and lead extension were cut and explanted, and the ipg was slightly repositioned in the axilla area. The patient is doing well post operatively. The lead and lead extension were discarded and the ipg remains implanted, therefore no devices will be returned for analysis.